Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email. An alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system version. The low glucose alarm did not sound and the customer was not alerted of changes in glucose level. The customer experienced hypoglycemia and was provided unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A complaint was received via email. An alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system version. The low glucose alarm did not sound and the customer was not alerted of changes in glucose level. The customer experienced hypoglycemia and was provided unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event codes 11, 224 and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Further investigation was conducted, where a visual inspection was performed on the returned sensor; no issues were observed. The sensor data in the initial scan was reviewed and observed that sensor was in state 8 (error termination). Sensor state 7 with event codes 11, 224 and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. To confirm the functionality of the return sensor, returned sensor was further de-cased and activated with known good phone and first 5 ble (bluetooth low energy) packets were checked and notated. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. First 5 ble (bluetooth low energy) packets were observed within few minutes after activation. Smu (source measurement unit) test has passed, confirming absence of accuracy issues. This indicated no problems with the electrical signal lines critical to the glucose reading process. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. This also serves as a correction report. Section d1 ( brand name) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email. An alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system version. The low glucose alarm did not sound and the customer was not alerted of changes in glucose level. The customer experienced hypoglycemia and was provided unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. An investigation was performed for the reported complaint. The customer reported missing low alarm. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the device model, os and app version information restricts the ability to identify potential causes of the customer's reported issue. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.